Event description:
In 2008, a philips field project manager, who is in charge of the installation at hospital, reported that a cardiologist had made several claims that the pagewriter touch cardiograph and tracemaster view ECG management system had inaccurately interpreting arrhythmias while in use on patients.

Manufacturer narrative:
Dom: 2006. In 2008, a philips field project manager, who is in charge of the installation at hospital, reported that a cardiologist had made several claims that the pagewriter touch cardiograph and tracemaster view ECG management system had inaccurately interpreting arrhythmias while in use on patients. There was no report of any injury or misdiagnosis to patients. No device was returned to philips, but sample ECG files were returned to philips for evaluation.